Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 28.4mmol/l with extreme drowsiness and nausea. The patient reportedly did not require medical intervention. The basal/temp settings reportedly were incorrectly programmed. The basal delivery totals reportedly matched the active basal program total as expected. This complaint is being reported because the patient experienced a hyperglycemic event due to use error of the device as the basal/temp settings were programmed incorrectly.

Manufacturer narrative:
Follow-up #1 date of submission 11/23/2016-device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2016 with the following findings: a review of the black box indicated the following; a blank basal rate was activated at 21:09 on (B)(6) 2016; at 07:55 an unexplained reboot occurred, and deliveries resumed at 08:07 on (B)(6) 2016; a temporary basal program was run from 08:19 to 10:16 on (B)(6) 2016 and from 16:19 to 17:43 on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.